Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer stated that the user was unable to get medication at the malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 was failed to close. The field service engineer ran diagnostics in hta, had the customer check for any obstructions, then rebooted the station to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.